Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient could not get the implant to work for his back anymore, including after increasing stimulation on group a. There was loss of therapy. The patient also stated he had the quickest charge time ever recently and has had serious issues with his wifi and inquired if the ins could be hacked. It was reviewed checking status with patient programmer and recharger and the patient reported seeing the charge ins screen with the patient programmer. The patient reported full coupling with the recharger and he was going to get his back brace to hold it steady. It was recommended that the patient charge the ins to at least 25%, after which the ins could be turned on. It was reviewed that the patient could call back if further troubleshooting was necessary to check current programming. The patient was redirected to follow-up with their healthcare provider to assess implant/programming as necessary. The patient noted previously using a tens/external stim unit. The patient also mentioned being off of pain meds for years. No further complications were reported/anticipated. The indication for implant was spinal pain.